Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine and morphine, dose and concentrations not reported via an implantable pump. The indications for use were post lumbar laminectomy syndrome and spinal pain. On (B)(6) 2018 the patient reported a code 8476 (motor stall) on their ptm (personal therapy manager). The patient heard the pump alarm but stated he didn¿t realize it was his pump alarming until he was asked during the call. The patient didn¿t recently have an MRI or encounter a strong static magnet or other emi source. The patient would follow up with their healthcare provider to have the pump checked. No patient symptoms and no further complications were reported or anticipated.